Manufacturer narrative:
(B)(4): eval results (other) - eval of the returned product shows that when tested, the alarm powered on. The alarm tone and fail safe sound intermittently. The battery springs are bent and the door is damaged. (B)(4).

Event description:
Customer reported that the alarm has power, but no alarm tone when pressure is taken off the pad. No alarm tone when the pad is detached from the alarm. The alarm was tested with a new sensor and new batteries. There's no visual damage on the alarm case. There was no pt incident or injury reported.